Event description:
16 second charge time noted on shock table and device error message of 16 second charge time noted.

Event description:
16 second charge time noted on shock table and device error message of 16 second charge time noted.